Event description:
During a vanguard knee procedure on (B)(6) 2013, the incorrect femoral component was selected from stock and the surgeon implanted a 65 right femoral component instead of a 65 left femoral component. Item remains implanted. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown.